Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that despite using multiple different usb cables and adapters the pump did not charge and a power source alert occurred. There was no known impact to the customer's blood glucose level. Reportedly, after leaving the pump plugged into a power source for an extended period of time the power source alert cleared and the pump began charging.